Event description:
Rptr had cosmetic breast implant surgery in 7/84. Her left breast became infected and abscessed and the implnat was removed in 9/84. It was replaced two days later. She had no problems until 1991 when she began having excessive sensitivity in her left nipple, numbness, twitching, stinging and pain in left arm, shoulder and fingers, minor menstrual problems, irritable bowel syndrome and short abrupt spasms in her left shoulder and forearm. Pt's dr was "perplexed" as to the problems occurring.